Event description:
The locking ring on the broach was missing causing a delay in surgery to take x-rays to see if it was left in the patient.

Manufacturer narrative:
Visual examination of the returned instrument confirms the missing ring. The investigation is unable to conclusively determine the root cause. No manufacturing error has been identified. A two-year complaint database finds no trend for this failure for this product code. Based on the investigation, the need for corrective action is not indicated. Monitor for further reports through trend analysis.